Event description:
It was reported that a patient's device "had never worked." The reporter stated that the device was working "shortly after" it was implanted. It was unclear if the patient had ever gotten therapeutic effect. It was reported that approximately four years ago the patient fell down some stairs and "fell right on it" and it had never worked the same since. It was noted that an x-ray was taken at the time and everything appeared fine. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient about 3 years later reported that the patient had had the pain stimulator for 7 years and "it hasn't worked once." The patient wanted it removed but was having a very hard time finding a doctor to remove it. The patient wished it would have worked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the patient had the device in her for 8 years and it worked once after it was installed. The patient tried and tried to get it to work, even sitting in the pain management doctor's office for two hours with a manufacturer's representative (rep), but the patient got nowhere. The patient noted her doctor did not handle the device. The patient wanted to know how to have her device removed and she had contacted 3 doctors and she couldn't get it out.

Event description:
Additional information received from the patient reported that steps taken to resolve the stimulation not working for her included she tried sitting with the manufacturer's representatives (rep) in her doctor's office for 2 hours in (B)(6) 2014. The patient really wanted to get her device explanted, but could not find a doctor to do it. The patient noted that she had lost so much weight, that the battery was a real pain in the butt.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. The patient has had their device in their back for about 11 years. Their company tried a few years ago to find out if they needed a new battery, which they did. However, no one ever followed up with them so they got frustrated and said forget it. It is really uncomfortable and they want it out. It never worked anyway. However, they don¿t have the same doctors. Patient services emailed the patient directing them on how to access a physician listings. No further complications were reported/are anticipated.